Event description:
It was reported that during implantation of the intraocular lens (iol), that the lens insertion system did not screw in; but was like a plunger. The lens was pushed through to the other end of the capsular bag; it didn''t break the bag but caused some damage to the zonules. The doctor needed to implant a capsular tension ring to stabilize the lens. The lens was able to be stabilized in the capsular bag. Lens remains implanted and the patient was doing ok post op.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. All process operations presented in the manufacturing record review were in compliance with manufacturing specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of process manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): if explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4) - damage to zonules. Implant of capsular tension ring. All pertinent information available to abbott medical optics has been submitted.